Event description:
It was reported the procedure was being performed in the nephrology department. It was reported the catheter was being placed into the pts right jugular. When removing the spring wire guide, they noticed a defect on the wire. As a result, everything was removed and a new kit was placed successfully. There was no delay in treatment and no pt death or complications were reported. Follow up information received on (B)(6) 2012 states the wire was unraveled.

Manufacturer narrative:
(B)(4). Sample will not be returned.